Manufacturer narrative:
Mml # (B)(4). Other device explanted: model: 8145. Description: reactiv8 implantable stimulation leads. Serial number: (B)(6). UDI: (B)(4). The device was disposed of at the hospital before the mainstay medical representative collected it. Therefore, no product evaluation can be carried out to identify the root cause. Updated b5 and h6.

Event description:
It was reported that the patient's implantable pulse generator (ipg) site was excreting fluid, according to the image taken by the implanting doctor. The implanting doctor instructed the patient to go to the emergency room (ER). Once the doctor met with the patient, the patient and doctor decided to explant the device while admitted to the hospital due to the patient's reported lack of efficacy in using the therapy. The device was explanted without complications. It is unknown if a culture was taken to confirm infection and antibiotics were prescribed. The device manufacturing and sterilization records were reviewed. No relevant non-conformances were found to be associated with the suspected infection.

Event description:
It was reported that the patient's implantable pulse generator (ipg) site was excreting fluid. The implanting doctor instructed the patient to go to the emergency room (ER). Once the doctor met with the patient, the patient and doctor decided to explant the device while admitted to the hospital due to the patient's reported lack of efficacy in using the therapy. The device was explanted without complications. It is unknown if a culture was taken to confirm infection, and antibiotics were prescribed. The device manufacturing and sterilization records were reviewed. No relevant non-conformances were found to be associated with the suspected infection.

Manufacturer narrative:
Mml # (B)(4). Other device explanted: model: 8145 description: reactive implantable stimulation leads serial number: (B)(6). UDI: (B)(4).